Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -13.00 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and corneal edema.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid inside a lens case/ vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4)